Manufacturer narrative:
Due to character limit event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarm battery failure. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that cardiosave intra-aortic balloon pump (iabp) with battery failure. A getinge field service engineer evaluated battery replacement completed .the device passed all factory-specified performance and safety specifications tests.no patient involvement.

Event description:
N/a.